Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not complete pairing with the ilet pump after the user entered the pairing code and initially paired the sensor to the dexcom app; the pump remained in ¿pairing with sensor¿ status without subsequent alerts, and customer care guided the user to toggle cgm settings and re-enter the pairing code. No adverse clinical symptoms reported. Outcomes included the need for troubleshooting and user education only. User support included technical support review and guided troubleshooting of device settings and pairing sequence. Investigation of this case revealed a pairing failure associated with system configuration and pairing order, with functionality restored after settings were adjusted and the code re-entered. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and intermittent connectivity, with no device malfunction identified.

Manufacturer narrative:
Initial.